Manufacturer narrative:
Correct data: h6, h10 device evaluation - the event did not occur.

Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels in a bowtie effect. The user did not lower the laser power or let off the foot pedal. The physician performed a biopsy prior to the ablation procedure. There were no patient complications reported in relation to this event.